Event description:
It was reported that the patient's leads were in the wrong location and that she never experienced a therapeutic effect. It was noted that the patient's tremors were still present. For the past two months the patient felt lethargic and noticed emotional changes (anger). The patient does not feel suicidal and wanted to schedule revision surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37642, serial # (B)(4), lead model 3389-40, lot # j0222683v, implanted: (B)(6) 2002, explanted: unk; extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
The healthcare provider confirmed that the lead was no longer effective and that it migrated. A lead revision surgery was planned for (B)(6) 2012.